Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis found that the insulation was abraded and breached the re cable lumen at 68.5 cm to 69.0 cm, 69.9 cm to 70.8 cm and at 71.4 to 71.6 cm from the connector pin.